Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the act button on the insulin pump wasn't been responding properly for three months. Customer didn't provide a numerical value for customer's blood glucose but did state it was good. She removed the battery to restart the device and issue persisted. The device wasn't dropped, bumped, or exposed to moisture. Customer was advised the device needed to be reset and they agreed to return it for analysis.